Event description:
Account states drain was being removed following breast augmentation when the drain broke. The pt had to be taken back to surgery under general anesthesia for removal of drain segment.